Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the right ventricular (rv) lead had an increase in capture with a decrease in sensing. Fluoroscopy confirmed that the rv lead was dislodged. The lead was repositioned and the patient was stable.